Manufacturer narrative:
Batch review performed on 22 may 2024 lot 2222497: (B)(4) items manufactured and released on 20-sept-2022. Expiration date: 2027-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d manager: no defect can be seen on the screw. Diameter and length are according to specification. The root cause for the fracture of the pedicle cannot be imputed to the screw. Planning review: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
During myspine l4 surgery, while the surgeon was trying to insert the must mc screw ø5.5x45 cannulated, the vertebral body cracked. Tapping 5mm and 6mm performed. The surgeon changed the entry point, and successfully inserted the screw (ø5.5x35). Patient's bone quality normal.